Event description:
It was reported that the procedure was to treat a 90% stenosed concentric lesion in the proximal to mid left anterior descending (lad) artery with mild tortuosity and heavy calcification. The 2.0 x 12 mm nc trek balloon was prepared prior to use, per the instructions for use. The balloon catheter was advanced, but some resistance noted with the lesion. The balloon crossed successfully, and was inflated to 16 atmospheres (atm); however, the lesion did not expand sufficiently. A second inflation of 18 atm was performed, but a balloon rupture occurred. The nc trek was removed without issue and a non-abbott balloon and xience prime stent were used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, fielder, guide cath: outburn. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.